Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand and that pump was included in a field correction. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.